Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info know by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver 5% dextrose with 20meq of potassium chloride at an unspecified rate. It was reported between 0745 and 1045, the 960ml of solution was delivered. The tubing set was replaced and the therapy was resumed. A "minor" consequence to the pt was reported; however, no specific details were provided. No medical interventions were reported. Though requested, no add'l info was provided including if the cair clamp was being used to regulate the flow of the solution, and specific details of the "minor" consequence to the pt.